Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal line that would not reset to zero. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a proximal line that would not reset to zero. The device was evaluated by a biomedical engineer; however, the biomed reported that the issue was not confirmed. A review of the event log was performed, and it was confirmed that error code 110b (check vent: proximal pressure sensor auto zero failed) was recorded. The biomed did not know if any parts had been replaced. The rse informed the biomed on the possible causes for the alarm. The biomed was provided with the service manual, and the part numbers for the following parts, solenoid valve, data acquisition (da) printed circuit board assembly (pcba), da pcba to motor controller (mc) pcba cable. It was noted that the biomed would perform additional troubleshooting, and perform any necessary repairs. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.